Event description:
It was reported to boston scientific corporation that a wallflex fully covered esophageal stent system was used during an esophageal stenting procedure on (B)(6) 2012. According to the complainant, during the procedure, the stent system was not sufficiently radiopaque when viewing under fluoroscopy. Due to this, the stent system was not accurately positioned along the stricture. When the stent was deployed, the stent did not cover the entire stricture. The stent was removed from the patient. The procedure was completed with another wallflex fully covered esophageal stent system of a different size. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4): stent positioning issue. : the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed